Manufacturer narrative:
I reached out to the np at her surgeon's office to see if they were aware of the patient's complaints and had an action plan to help. If not, I will reach out to the patient and give her other options for providers in the area.

Event description:
Received medwatch complaint filed with FDA: extreme pain, and it feels like the generator of the gastric stimulator is coming out my rib cage. I've called the doctor several times and they will never do anything about it, so I figured I needed to report it to you all because something isn't right. I've told the doctor about the pain being so bad that I can't even hold a job (MDR report 23054915).

Manufacturer narrative:
Pocket revision performed on (B)(6) 2025 - no devices explanted or new devices implanted, just the placement and positioning of the device was adjusted. Post-surgery, patient had a followup appointment with dr hughes and they adjusted her energy settings. There are no other issues and the patient is happy with her symptom relief.

Event description:
Received medwatch complaint filed with FDA: extreme pain, and it feels like the generator of the gastric stimulator is coming out my rib cage. I've called the doctor several times and they will never do anything about it, so I figured I needed to report it to you all because something isn't right. I've told the doctor about the pain being so bad that I can't even hold a job (MDR report 23054915).